Event description:
Corporate product surveillance became aware of five pt infections at hosp coincident with the use of baxter products. The pt received an infusion of fentanyl compounded by using the following baxter products: 250 ml intravia bag, 0.9% sodium chloride, and fentanyl (final concentration of 10mcg/ml). Currently the actual sample is not available for baxter. For this incident: 2007 it was reported that the pt cultured positive for sphingomonas paucimobilis. The pt is a male who was admitted to the hospital with a subarachnoid hemorrhage. The fentanyl was started 16 days later. The pt was ventilator dependent. The pt received an unknown treatment and recovered. The pt's current status is stable.

Manufacturer narrative:
The facility has sent samples of fentanyl bags to a third party and the results are pending. Should the results become available a follow up medwatch will be submitted. Baxter performed a batch review for the product and lot number. No discrepancies were found during the mfg of this lot.